Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts on the top and bottom covers, fantail, and the electrode, and also a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed.  The device passed the mechanical tests performed. Electrical troubleshooting performed revealed a short from a power node to the case ground at the analog chip. The failure of this device is attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing facial nerve stimulation following an electrostatic discharge (esd) event. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.